Event description:
Information received by medtronic indicated that the customer received a hardware low-level failure (pump error 63).   And also reported hyperglycemia with a blood glucose value of 335 mg/dl at the time of the event. Troubleshooting was performed and found that the customer was treated with an insulin pump. The customer did not report any symptoms as a result of high blood glucose. The customer also reported the insulin pump was under-delivering the insulin. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit successfully downloads to thus. No pump error 63 noted during testing. However, confirmed pump alarmed pump error 4 on 06/04/2023 12:06:10.000 and pump error 63 variable 03 (line number 367 file number 37) in the pump history download on 06/04/2023 11:58:23.000 due to broken trace u1 pin6 on keypad assembly. Confirmed in the pump history download the pump alarmed pump error 4 on 06/04/2023 12:06:10.000 and pump error 63 variable 3 on 06/04/2023 12:06:10.000 due to broken trace u1 pin6 on keypad assembly. Unable to confirm normal bolus delivery at event date due to no data available. No moisture damage noted to motor assembly per visual inspection. The following were noted during visual inspection: corroded battery tube, scratched case, pillowing keypad overlay, cracked keypad overlay, and stained serial number label. The p-cap/reservoir does lock properly. Unit passed the force sensor offset test with 25.5 mv. Confirmed pump error 63 in the pump history download due to due to broken trace u1 pin6 on keypad assembly. No under delivery anomalies noted during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.